Event description:
It is reported instrument broke during surgery and had to be salvaged from the wound. Exact surgery date is unk.

Manufacturer narrative:
Eval summary: sem analysis shows that the hex end of the part fractured due to overload. The rhk driver has been tested to withstand up to 300in-lbs of torque before failure while the recommended tightening torque is 130in-lbs. As returned, the hex portion of the driver has fractured off the device. The fractured portion was returned. The returned hex portion exhibits rounding/wear to the corners of the hex. The device meets specifications as measured and has a potential field age of approximately 2 yrs. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis shows that the fracture appears to have occurred by overload. Energy dispersive spectroscopy analysis of the hex driver showed fe and cr elemental peaks in the spectrum typical of a 440a sst.